Event description:
"Ibc" from (B)(6) [infusion rn] - she believes pump is defective. States that "system okay", program is correct, but when she tries to "prime" it says "stall" - she tried 5 times. Tried to troubleshoot but she had already completed those steps [release any clamps on the administration set; press the prime key from the "run to start" screen. Press and hold the prime key until set is free of air; release prime key to stop (each prime cycle allows up to 6 ml of fluid). Pump found to be defective. Reported to (B)(6) by health professional.